Event description:
Four hours into treatment with 10 minutes left nurse removes catheter dressing form catheter secured by a statlock. Old glue residue is removed from the catheter with a smith and nephew remover wipe, when air is seen by the nurse in the arterial line. Treatment is terminated without rinseback and visual inspection of the catheter shows blood leakage form the arterial lumen when squeezed, a clamp is put above the possible leakage site.

Manufacturer narrative:
Received one 16f x 32cm split stream catheter for evaluation. A functional evaluation of the catheter reveals a leak at the y connection when flushed. The split stream catheter is manufactured by bonding two lumens together allowing the distal portion of the lumens to be separated by the physician as deemed appropriate. The proximal portion of the lumen is permanently bonded. The hold appears to have been caused by splitting the permanently bonded section in the clinical environment. The external portion of the catheter, where the attachable suture wing is applied, should not be split. The incident report indicated the facility used "removed" wipes to remove old glue residue from the catheter. Medcomp performed chemical exposure testing on various catheter materials (polyurethane formulations and silicone) using remove adhesive remover. The testing indicated that many of the catheters failed leakage testing (air and liquid) after exposure to this product. All catheters showed significant decrease to the force at break strengths after exposure. The greatest decrease was at the lumen to hub junction. After evaluation all of the test results medcomp does not recommend the use of remove adhesive remover.